Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional, relevant information.

Event description:
This is being filed because the second deployed clip detached from both mitral valve leaflets but remained on the gripper line. The clip was removed on the gripper line but resulted in tissue damage and surgical mitral valve replacement. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) grade 4. During the procedure, there was poor visualization, possibly due to the anatomy and an issue with the echocardiography probe. The first mitraclip was implanted and the mr grade was 3. A second mitraclip device was advanced. Leaflet insertion assessment noted that the leaflets were well grasped and the mr was reduced. The clip was deployed on the leaflets. The actuator knob was retracted more than usual. After the actuator knob was retracted, echocardiogram showed that the clip had detached from both leaflets but remained on the gripper line. The clip was pulled close to the tip of the delivery catheter shaft and was retracted fully into the steerable guide catheter (sgc). The clip, clip delivery system and steerable guide catheter were removed from the anatomy as a single unit. After removal of the devices, tissue, possibly leaflet or chordae, was noted between the clip arms and grippers. The procedure was ended with the first clip implanted and a mr grade of 3. The patient underwent surgical mitral valve replacement and is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method-poor visualization. Evaluation summary: the complaint device was returned for evaluation. Although the reported complete clip detachment from the leaflets could not be replicated in a testing environment, functional testing confirmed there was no damage observed to the clip and that the clip functioned as intended. Furthermore, the reported actuator knob retracted farther than expected was confirmed via returned device analysis, as the device was returned with the actuator assembly retracted out of the arm positioner. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot indicated there have been no other incidents reported for complete clip detachment or actuator knob retracted further than expected. All available information was investigated and the reported actuator knob being retracted farther than expected and complete clip detachment appear to be related to procedural conditions and user technique. Although the reported complete clip detachment could not be replicated in a testing environment, analysis of the returned clip confirmed that the clip was functioning properly; therefore, the complete clip detachment does not appear to be due to clip functionality. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of tissue damage (mitral valve injury) was a result of procedural conditions. The patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this incident there was poor visualization during the procedure. Imaging using both echocardiography and fluoroscopy is fundamental in performing the procedure safely and successfully. There is evidence that adequate leaflet insertion with the second mitraclip was insufficient resulting in the detachment of the clip from both leaflets during deployment. The clip was removed from the anatomy and the patient underwent mitral valve replacement. There is no evidence of device deficiency or malfunction in causing or contributing to the clip detachment, tissue injury and need for surgery. The suboptimal imaging was causal to these reported effects. There is an element of use error to continue with the procedure in the setting of suboptimal imaging. Therefore it is both a procedural condition and indication of use error. It should be noted that the mitraclip instructions for use states the following under the warning section: the mitraclip device should be implanted with sterile techniques using fluoroscopy and echocardiography (e.g. Transesophageal echocardiography [tee] and transthoracic echocardiography [tte] in a facility with on-site surgery and immediate access to a cardiac operating room. In this case, it was reported that there was an issue with the probe due to temperature increase. It was reported that it was the physician's choice to continue with the procedure despite the poor imaging and visualization. The physician should not proceed with the procedure if the imaging is suboptimal given the potential risks and challenges that can occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.